Event description:
Customer reported that he had high blood glucose of over 600 mg/dl and the insulin pump alarmed motor error during manual prime and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.